Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: experienced significant crepitus. Probable root cause: because device was not returned to OEM - wom, probable root cause cannot be determined. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that patient experienced significant crepitus.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that patient experienced significant crepitus.